Event description:
It was stated that the customer was hospitalized for high blood glucose and the reading was 270 mg/dl. The customer was vomiting and had ketones. Troubleshooting revealed that insulin leaked past the o-rings of the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.